Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported there was no external/ environmental factors that contributed to the issue. Cause was not determined. Another rep reprogrammed patient using low dose programming on monday (B)(6) 2025. Unknown if issue is resolved at this time; all information confirmed with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Rep got a message from patient to report burning/hot sensation at the pocket site. Issue was intermittent since a couple weeks ago, but since april 1st, it's been a constant sensation. The sensation goes away when therapy was turned off. No fall/trauma reported. Patient was watching tv when they first noticed the issue. Patient to see rep/health care provider next week for troubleshooting. Technical services(ts) reviewed with rep that a fluid short is likely the cause since the sensation goes away when therapy is off.